Event description:
It was reported when the device was used in an unknown procedure, it did not fire any staples. It could not be ascertained if it was the device or reload. The case was completed using another device without pt consequence.